Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the last time this happened the sensor was reading 40 mg/dl and the insulin pump alarmed threshold suspend but her blood glucose was 110 mg/dl. Customer's blood glucose the morning of the call was 56 mg/dl after running and she treated with food. Customer has been following the proper insertion steps and was advised about the recommended calibration process.